Event description:
It was reported that the patient was having difficulty charging and maintaining a charge of the ipg. The patient was also having pain at the pocket site with prolonged ipg charging. The patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure.